Event description:
It was reported that a patient's atrial lead presented with over-sensed noise resulting in inappropriate automatic mode switch (ams). The atrial lead was capped and replaced during a procedure on (B)(6) 2021. The patient was stable.